Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Investigation by factory service confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a defective ECG cable and connector. The cable and connector were replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.

Event description:
The customer stated that during testing and training, there have been chronic problems with lead fault messages. A new cable set had been tried, but the problem still comes and goes.